Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined full height drawer 4 was failing. A field service engineer had found that drawer would open but still needed to be pulled while opening the drawer hence took the drawer out and had readjusted the latch to resolve the issue of the device also customer had performed inventory, and drawer passed all the test in hardware test application. The system functioned as intended after the field service engineer had repaired the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 4 had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.